Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged unresponsive keypad found on 29-nov-2021. Unit passed the self test and displacement test. Unit passed the keypad voltage test. P-cap and reservoir locked properly into reservoir compartment during testing. The history download was successful using thump software. All buttons were tested individually for their functionality; down, back, enter, and up key intermittent. Unit failed the keypad voltage test on the down button (.17 v), up button (.145), enter button (.145), back button (.05 v), and left button (.05v). After troubleshooting found open traces on pin 3, 5, 6, 7, and 8 . Low voltage due to open traces on keypad assembly. The following were noted during visual inspection: cracked case-corner of belt clip rails and pillowing keypad overlay. Unresponsive keypad was confirmed during functional testing. Unresponsive keypad due to open traces on keypad pcb assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and there was no response from any button. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.